Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning (B)(6) 2015, 15323 ventricular sensing integrity counts (sic); vf detected episodes with lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 800-900 ohm range.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.